Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, non- sustained rv oversensing due to post paced t wave oversensing on ventricular channel was noted on stored egm. The patient did not receive therapy during the oversensing. The programming changes were discussed but not done yet.

Manufacturer narrative:
Corrected information: initial reporter also sent the report to FDA? Should have been no information rather than no.

Event description:
New information received notes that when the patient presented a follow up via remote, the device still exhibited non-sustain right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made. Patient was stable.